Event description:
During a tfn procedure, the surgeon placed a nail and attempted to implant the helical blade. The blade would not advance through the hole. The nail and the blade were removed, it was noted the locking mechanism in the nail was already fully advanced. The surgeon unlocked the nail and placed it back in the pt. A new blade was used because the other had been damaged. The procedure was extended by approx 15 minutes. The procedure was completed with no adverse effect to the pt.

Manufacturer narrative:
This event was evaluated and determined not to be reportable. On further review in (B)(4) 2012, it was determined that this is a reportable malfunction. A review of synthes device history record revealed no complaint related issues. The device was not returned; pd evaluated the event and noted a trend for this issue; therefore, a CAPA was issued for this device.

Manufacturer narrative:
This device is for treatment, not diagnosis. Concomitant devices previously reported are incorrect. Placeholder.